Manufacturer narrative:
H6: work order search found one similar complaint, claim# (B)(4) for patient's fellow eye (os). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -12.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to refractive surprise and excessive vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).